Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d). Update to h7: if remedial action initiated, check type. Update to h9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number.

Manufacturer narrative:
It was reported that "the syringe unscrewed off the manifold and became loose several times allowing contrast bubbles to form in the connection point." Per the customer contact, after a new manifold was prepared the syringe once again came off the manifold and the procedure ceased shortly after. The sample was requested for evaluation. There was no further information. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "the syringe unscrewed off the manifold and became loose several times allowing contrast bubbles to form in the connection point." Per the customer contact, after a new manifold was prepared the syringe once again came off the manifold and the procedure ceased shortly after.